Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. : not returned to the manufacturer.

Event description:
Surgeon performed bilateral triathlon, on 2nd side (left) femur was cut in 6 degrees valgus. It was noticed on post op x-ray. Surgeon had to revise left knee the following week. He stated that the nav screen "blinked white" intra-op on left knee during femur cut. In hindsight he said trackers may have needed to be recalibrated but it happened so fast he didn't think about it till operation was finished. Left knee was revised following week using mobile nav3 machine instead of isuite nav which was used in first surgery.